Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flowpath thermistor needs to be replaced to address the issue. The device has been evaluated but not yet repaired.